Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the mesh graft makes the skin wrinkled. The product will be sent for repair to (B)(4) and right after that back to the customer. The complaint came directly from the customer, not through sales rep, so no per-form is available. It has been sterilized by autoclave and there were 3 cutters and a handle sent with it. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1:1 ratio cutter, serial number (B)(4), a 1:1.5 ratio cutter, serial number (B)(4), a 1.5 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(4) 2012 where it was reported that the device needed a standard repair and the ball detent, roller, worn bushings, worn side plates, and the damaged comb were replaced. This is not a related issue. The device history record (DHR) review was not performed as the documentation for lot number 30468900 has not been located or uploaded to livelink at the time of the investigation. Initial qa inspection of the skin graft mesher by (B)(4) on (B)(4) 2016 revealed that all three cutters were completely used and needed replaced. The test mesh for each cutter did not pass testing. The carrier guide, side plates and bottom roller were used. Repair of the skin graft mesher was performed by (B)(4) on (B)(4) 2016 which included replacement of the bottom roller, side plates, bearings for side plates and carrier guide. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the mesh graft makes the skin wrinkled¿ was confirmed since during initial inspection the cutters were not producing a passing test graft. The root cause of the mesh graft making skin wrinkly was due to damaged cutters. The cause of the damaged cutters cannot be specifically determined with the provided information. The issue was resolved with the replaced bottom roller, side plates, bearings for side plates and carrier guide. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It is reported that the device makes the skin wrinkled. No adverse events were reported as a result of this malfunction.